Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The root causes of the optical signal issue could not be determined as insufficient clinical details were provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. It was reported that there was an ongoing placement signal low alarm and oozing during impella support. Repositioning was attempted, however the issue remained. The alarm was silenced. The oozing was managed with dressing change. Care was eventually withdrawn, and the patient expired.